Event description:
In 2009, the patient reported experiencing unexplainable elevated blood glucose of 600 mg/dl. Symptoms of elevated blood glucose are extreme thirst. Her normal blood glucose level is 120 mg/dl. She stated that she changed the insulin cartridge and infusion set and primed until a consistent flow of insulin dripped from the end of the infusion tubing. She has been bolusing through the infusion device in an attempt to lower her readings. Troubleshooting did not reveal any product issues. Upon follow up four days later, the patient stated that her blood glucose had returned to normal. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was request to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.